Manufacturer narrative:
On 5/6/2026 - this incident will be reported to the FDA as a side of caution since the consumer claimed to have received a burn while in use of the product. We have reached out to the consumer requesting the device be returned for an investigation.

Event description:
The consumer claims they had severe pain from an injury. The consumer used one package of paraffin at the time of using last night. When they placed their hand in the device, the consumer received a burn.